Event description:
Customer reported that the sensor broke off of his arm. He reported that it had never been inserted and that the needle did not break off inside of the skin. He stated that it broke before insertion. The blood glucose reading was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.